Event description:
It was reported hf sensor exhibited inaccurate readings. The patient was presented to the hospital with congestive heart failure and had paracentesis where fluid was drained. The patient came back to the hospital again in couple of days and had to get fluid drained from his abdomen. The patient had right heart catheterization with each admission as the patient's clinic wanted to confirm the validity of the pressure sensor readings.